Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. The device had cracked case at display window corner, cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, and cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump would alarm compromised force sensor system when she fills the tubing. Customer doesn't recall her blood glucose level at time the alarm occurred. Troubleshooting was performed and no anomaly was noted on the drive support disk. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.